Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited unacceptable thresholds. The same lead was also attempted to be placed in the right atrium but an appropriate position could not be found on the atrial side. The lead was removed and replaced. The patient received a new rv lead and new right atrial (ra) lead. No patient complications have been reported as a result of this event.